Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due possible lead fracture and intermittent non capture, this lead also exhibited high thresholds and impedance dropped. No additional adverse patient effects.